Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. Device evaluation: a mz1000 product was not available for investigation of (B)(4); the lot number was unavailable. The feedback provided by the customer states that, "saw blood reflux up the side lumen." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, please note the maxzero is not a back check valve and under certain circumstances it is possible for blood to back flow into the maxzero; such a phenomenon can occur if the patient has high blood pressure. As stated in the directions for use "flush the maxzero after each use with normal saline or in accordance with facility protocol." And "failure to properly prime the device can result in reflux". Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported that the bd maxzero needleless connector had flow issues.the following information was provided by the initial reporter: medical imaging and the oncology areas have noticed a spike of intraluminal arrow PICC dual lumen occlusions, around 20 PICC's, since implementing max zero connectors in april this year. They are thinking it could be the maz zero connectors as this is the only change they have had recently and during simulation of the blood taking procedure (using betadine for colour association) they saw blood reflux up the side lumen.